Manufacturer narrative:
The event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward.

Event description:
It was reported that the ilet bionic pancreas displayed alert 38 indicating a stalled motor, suggesting a failure to infuse associated with the motor component; the user performed a dry run without further alerts and completed a supply change, after which insulin delivery was resumed with the infusion set reported as contact detach steel and blood glucose unaffected. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem identified during troubleshooting in the context of a motor-related infusion failure. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.